Event description:
Patient reported right side "rash on neck and chest, and stretching on the nipple". Patient later reported right side capsular contracture, baker grade unknown. Patient additionally reported "back pain", which is not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.